Manufacturer narrative:
Additional information was received on july 25, 2016 stating that the bleeding complication required extended hospitalization. (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). The device was not returned to bwi.

Event description:
This event is part of the (B)(6) clinical study: it was reported that a (B)(6) male patient underwent a pulmonary vein isolation (pvi) ablation procedure for symptomatic atrial fibrillation with a thermocool smarttouch bidirectional navigation catheter and suffered an intermittent heart block av third degree requiring no medical or surgical intervention and a hematoma requiring no medical or surgical intervention. During the procedure, the patient went into sinus arrest with a nodal escape rhythm and intermittent total av block. No intervention was required. The patient did not require hospitalization as a result of this event. The issue resolved without sequelae. The principal investigator assessed this event as not device-related and definitely procedure-related. Also during the procedure, the patient developed a hematoma at the right groin. No intervention was required. The patient did not require hospitalization as a result of this event. The issue resolved without sequelae. The principal investigator assessed this event as not device-related and definitely procedure-related. Medical history included: symptomatic atrial fibrillation, coronary disease, non-ischemic dilated cardiomyopathy, and hypertension.

Manufacturer narrative:
(B)(4).